Event description:
It was reported there were no issues with the neurostimulator and was replaced for end of life. There was some discomfort in pocket site but no issues with the device. It was reported that patient experienced burning sensation at the device pocket and lead location. The patient status was reported as "alive- no injury." It was reported 8 days later that the pain at generator site had been relieved. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# v552443, implanted: (B)(6) 2010, product type: lead. (B)(4).